Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced cloudy effluent. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the cloudy effluent event. The cause of the cloudy effluent was not reported. Treatment for the cloudy effluent event was not reported. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovered or was recovering from the cloudy effluent. No additional information is available.